Manufacturer narrative:
The product is not being returned to mitek, but the lot number was provided so a lot review will be conducted. No further action is warranted at this time. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that when the surgeon removed the drill guide, the anchor shattered. The surgeon was able to remove all of the pieces and then used a competitors anchor to complete the case without further incident. There were no pt consequences.